Event description:
During a clinic follow-up, an increase in the pacing impedance and an increase in the capture threshold resulting in a loss of capture were observed on the leadless pacemaker (lp). The lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.